Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device passed testing. A e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with an unsigned note that indicated, alarms malfunction code 321. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. Though requested, no additional info was provided.